Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure will be performed due to a broken nail being discovered via x-ray.

Manufacturer narrative:
During evaluation of the given x-ray images, it cannot be determined where the break in the nail occurs. It was reported that the break occurred below the proximal screws, but the x-rays do not clearly show a break or damage to the nail. The proximal screws and a portion of the housing tube were removed during explantation, and the remainder of the nail was removed in a later surgery. Because the proximal portion of the nail was able to be removed from the rest of the nail, it is assumed that the nail was broken prior to explantation, but this cannot be confirmed. No lot number was given, and the nail was scrapped before it was recorded, so the DHR could not be reviewed. The reported surgery for the patient was in 2019 or 2020. This means the nail was implanted for over the indicated time frame of 1 year. Leaving the nail in for over a year increases the risk of bony ingrowths that will make the nail difficult to remove. In addition to probable weight bearing due to the amount of time the nail was implanted, this could explain why the nail reportedly fractured while in-situ and eventually completely broke during explantation. The exact root cause of the reported failure could not be determined, due to there was no device returned. Without the return of the nail, the functional testing and a visual inspection could not be performed. Based on the provided information, it can be confirmed that the nail was broken, but there was no objective evidence found to support the cause for the reported failure mode. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. The complaint rate is within the estimated rate in the risk documentation associated with this product. There is no new harm or condition associated with the reported event and does not justify the need for new or additional risk evaluation. Furthermore, stryde has been recalled since february 2021 and are currently off the market. Since the product is off the market, no additional action is necessary.

Event description:
Information was received that a revision procedure will be performed due to a broken nail being discovered via x-ray. A revision was preformed on (B)(6) 2025, to remove the nails.